Manufacturer narrative:
The lot history record (lhr) was reviewed. There are no non-conforming material reports (nmrs) associated with this lot number.

Event description:
Device malfunction: difficult to remove. Symptoms/ae: stent in an unintended site. Time of symptoms: during procedure. It was reported that during an sfa procedure, the physician went up and over the horn to deliver the stent. When he arrived at the lesion, he realized he had the wrong stent. He wanted to use a self expanding stent, but had a balloon expandable stent at the lesion. Before deploying the stent, he attempted to remove it. The stent got caught on the sheath, and was pulled off the balloon, but was left on the wire. The physician removed the stent delivery sys, and went in with an agiltrac opening, the stent in the left iliac and compressing it against the vessel wall. This was followed by stenting the pt in the sfa. There were no pt effects reported. There is no add'l info reported.